Event description:
It was reported that in a literature review issues related to leads ranged from failure to capture, dislodgement, and device sensing problem on the lead. Patient condition of heart failure and death were noted. The patient was in stable condition.